Event description:
It was reported that before the procedure, it was found that the energy was attenuating. Energy meter measurement was prompted by the console. The case was completed with a different device. No information regarding the patient outcome was provided.

Event description:
It was reported that before the procedure, it was found that the energy was attenuating. The case was completed with a different device. No information regarding the patient outcome was provided.